Event description:
This is filed to report a single leaflet device attachment (slda) with recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2023, a patient presented with grade 4 functional mitral regurgitation (mr), a restricted posterior leaflet, and a long and frayed anterior leaflet. During a mitraclip procedure, an xtw was implanted on the centro-lateral region of the anterior and posterior leaflets. The xtw had to be repositioned three times due to the mitral pressure gradient (mpg) being greater than 5 mmhg (first grasp was 6 mmhg and second was 7 mmhg). The last grasp achieved an acceptable gradient at 4 mmhg. There were no adverse patient effects caused by the brief elevated mpg. Leaflet insertion assessment was satisfactory. The mr was significantly reduced. The length of the anterior leaflet caused the tip of the clip to rock slightly posteriorly after deployment. Overall, the clip was stable. Leaflet insertion assessment was also satisfactory post-deployment. The mr was reduced to grade 1-2. On (B)(6) 2023, a single leaflet device attachment (slda) occurred. The anterior leaflet was detached, and the clip was hanging on the posterior leaflet. The clip is also pointing posteriorly. The mr was grade 3-4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported migration associated with clip rocking slightly and single leaflet device attachment (slda) per the physician are related to patient conditions (very long frayed anterior leaflet). Mitral valve insufficiency/ regurgitation (mr) appears to due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the final report: this is filed to report intervention and prolonged hospitalization. On (B)(6) 2023, a second clip intervention was performed to stabilize the single leaflet device (slda). The mr was at grade 4 pre-procedure. After device implantation with a mitraclip, the mr was reduced to grade 1. There was no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported migration associated with clip rocking slightly and single leaflet device attachment (slda) per the physician are related to patient conditions (very long frayed anterior leaflet). Mitral valve insufficiency/ regurgitation (mr) appears to due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.h6 device code 4614 removed.